Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2017 with the following findings: during investigation, the battery compartment was observed to be cracked. There was moisture visible in the display. A leak test revealed leaks at the battery compartment. The pump¿s cover was removed and moisture damage was found to the printed circuit board. Unrelated to the original complaint, the keypad was found to be unresponsive to button presses due to moisture damage found on the keypad flex connector. No damage was found to the keypad. The keypad was removed and no damage was found to button contacts.